Manufacturer narrative:
Sc-2316-50 sn: (B)(6). Device evaluation indicated that the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all 16 cables were completely broken at the bent/kinked location of the lead, 2 cm from the retention sleeve of the proximal end. There were no exposed cables at the location. The lead got kinked and fractured after it exits the associated splitter when the lead was exposed to excessive mechanical force or movement. Sc-1132 sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies. Sc-3400-30 (sn: (B)(6)) device evaluation indicated that the splitters passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent a revision wherein the ipg and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17437322, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-1132, serial number: (B)(4), batch/lot number: 17472418, model/catalog description: precision spectra ipg. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 17382285, model/catalog description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent a revision wherein the ipg and leads were replaced. The patient was doing well postoperatively.